Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the drawer hardware was failed and required maintenance. A field service engineer (fse) confirmed that the customer had reported half height cubie drawer 1.1 would not close. The pharmacy was contacted for additional details, and a solution was provided. The customer later called back and reported that the issue was resolved after the device was rebooted. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary top drawer (1.1) in the pyxis on the 5th floor in the front (5a) gave an error message indicating that the hardware failed and required maintenance. Customer stated that unable to get the drawer to stay closed when using the "recover storage space" function. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.